Event description:
It was reported to philips the device would not shut off and the only way to shut it off was to remove the batteries. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.